Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). After reviewing additional information received, file upgraded to a serious injury. Additional information: procedure was a low anterior resection; date of event = (B)(6) 2011; stapler didn't fire completely. Leaked during pressure check; hand suture anastomosis stapler line; extended the case by 60 minutes, had to keep in hospital 2 days longer to ensure suture line didn't leak; lot h4406a how was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Proximal - ntlc75, distal - ntlc75. What colour was the reload used? Proximal - blue, distal - blue. On what tissue type was the device used? Normal. Does the surgeon normally use a purse string technique? Yes. If yes, what technique does the surgeon normally use of left colon procedures (i.e. Hand tied purse string; purse string device; triple staple technique)? Hand tied purse string. Did the surgeon use a purse string technique in this procedure? Yes. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Yes. What confirmation did the surgeon receive that the anvil was firmly attached? Visual when the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Yes. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? Heard crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from tissue? No. What steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? Leak test. What were the results of the tests/examinations: bubbles. What were the medical indications for surgery? Unk. What was found during surgery? Unk. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? No. If the patient was given an ileostomy, are there plans to reverse the ileostomy? Yes when? 3-6 months. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? No. What are the surgeon¿s pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? No. Was there a recent conversion to ees devices in this account /surgeon? No.

Event description:
It was reported that during a bowel procedure, the device malfunctioned and added 60 minutes to the surgery time. Despite the stapler being in the green, it failed to fire properly. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.